Event description:
Customer contacted beckman coulter inc., (bci) and reported that the ld reagent leaked because there was no cap. No injury was reported on this issue.

Manufacturer narrative:
No additional information is available regarding this event.